Event description:
Philips medical was notified of a pt death following an incomplete CT scan conducted on a pt at the (B)(6). A severely injured pt was admitted to the hospital emergency room where the staff attempted to scan the pt using a philips CT scanner. The hospital alleged that the CT scanner would not recognize the pt info, and therefore, failed to start. The hospital transported the pt to another hospital where he died of his injuries.

Manufacturer narrative:
The pt info was entered into the hospital's radiology info system (ris). This data management system is connected to the CT scanner. It appears that the CT scanner did not recognize the pt info/data, and therefore, the scanner could not be started. The system was evaluated by a philips field service engineer who determined that the scanner worked as designed. There was no malfunction of the CT scanner. The hospital could have operated the CT scanner by by-passing the ris and entered the pt data directly into the scanner. This was not done. The fse concluded that hospital's ris system may not have been operating properly. The need for this MDR was identified during a retrospective review of complaint records. (B)(4).